Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record (DHR) for s/n (B)(6), covering the manufacturing period beginning on 090ct2024, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer- reported issue. The reported pyxis shutdown on pharmacy technician during refill was confirmed during fse testing and subsequently verified during the dchu testing process. The device was initially evaluated by the field service engineer (fse) according to work order 01910471, the fse found the pyxis medstation es powered off. Power from the outlet was confirmed, and all internal connections were secure. After isolating components, the fse identified the issue as a damaged bus cable in the es auxiliary 7-drawer, which prevented the station from powering on. The fse replaced the cable, reconnected all drawers and auxiliary cabinets, and the station powered on successfully. Rxtech was able to inventory count the drawer. Rxtech accessed srm. During dchu visual inspection: p/n 120547-01: was received with signs of thermal damage on the pyxibus cable near drawer position #7. During dchu testing: p/n 120547-01: no dchu testing was required due to the observed thermal damage on the exposed wire conductors. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary went shutdown during refill, which located on v4nbp. As per part investigation, it was determined that there was thermal damage observed on the assy cable pyxibus 6 drawer due to exposed wire conductors. There were no delay, no adverse events or injuries reported based on this event.